Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a manufacturing representative reported the leads went out of the patient and the leads were too stiff for peripheral nerve stimulation. The leads were replaced on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID 977a290, implanted: (B)(6) 2014, product type: lead. Product ID 977a290, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The healthcare provider (hcp) reported via the manufacturer representative that "two leads cross the skin". It was a complaint of th e patient and the event occurred during device follow-up. A surgical intervention occurred on (B)(6) 2015 and the physician resolved the issue when he implanted the two leads again. The patient was alive with no injury at the time of the report. A follow-up report will be sent should additional information be received.